Event description:
The customer reported the ventilator went vent inop and alarmed. The customer reported that there was sparking coming from the plug on the power cord. The ventilator was not in use at the time of the reported problem, therefore there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient.